Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6) (B)(4). It was reported that on on (B)(6) 2023, a 25mm navitor valve was successfully implanted in a patient. The patient was consciously sedated and administered heparin for procedure. The patient had an activated clotting time (act) level of (B)(4) seconds prior to implant and (B)(4) seconds post-implant. It was noted post-implant that the patient had mild perivalvular leakage. The final non-coronary cusp implant depth is 7mm and the final left coronary cusp implant depth is 6mm. There was no recapture of the valve performed during procedure. It was noted post-implant via electrocardiogram, that the patient developed a third degree atrioventricular heart block. The decision was made to implant a temporary pacemaker. On (B)(6) 2023, the decision as made to implant a permanent biventricular pacemaker.

Manufacturer narrative:
An event of paravalvular leak, device malposition, and heart block was reported. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Information from the field indicated that the patient had mild calcification. The non-coronary cusp implant depth is 7 mm and the final left coronary cusp implant depth is 6 mm which was depper than intended depth 0-5 mm which may have contributed to the reported event of pvl. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including specification for radial force. Based on all available information, the causes for the reported device malposition and heart block could not be conclusively determined. It is possible that implant depth and/or procedural conditions contributed to these issues. However, this cannot be confirmed.

Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that there was no difficulty experienced implanting the 25mm navitor valve. The patient had a baseline sinus rhythm prior to procedure. There was mild calcification extending beneath the aortic annular plane in the interventricular septum. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. The patient had an onset of diarrhea, but it's not believed to be procedure nor device related. The patient was stable at the time of report, but remains hospitalized for non-device/procedure related reasons.